Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, increase in size of implant, 40 cc's of fluid and exchange due to the patient's concern with the product.

Event description:
Healthcare professional reported right side "swelling, increase in size of implant, 40cc's of fluid", exchange due to the patients concern with the product and "ruptured noticed during surgery." Device was explanted.